Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the stapler was used and performed as expected. Four days postoperative from an ileo conduit, there was a leak at the previous stapled bowel anastamosis. The patient was brought into the operating room for abdominal wash out, remove additional tissue and a new hand sewn anastomosis was created due to staple line failure. The patient was in the intensive care unit, but stable on a ventilator.